Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The acp cfg unit was analyzed, and the complaint was not confirmed by failure analysis. This acp cfg unit was returned for failure analysis, and the reported error 32100 was confirmed but not replicated. In artemis, this error 32100 was found indicating an ivmon fault error failure and confirming that the fault did occur in the field. Upon visual inspection, no issues were found that would be related to the reported event. This acp cfg was installed, successfully programmed, and tested on the pca golden system, run 10x power cycles with no issue on startup and no errors or failures were triggered. This acp cfg remains on the system for 1.5 hours idling in normal mode with no issue. Tried installing the acp on 2 different slots with no change, no error triggered. In addition to the test, this unit went through in process correction verification per (B)(4) rev m and passed all the tests. The probable root cause cannot be determined based on the information provided and failure analysis results. No product issue was identified. The reported event was not confirmed as failure analysis found no functional problems. The acp cfg unit was visually inspected and evaluated for its mechanical and/or electrical characteristics. The failure analysis investigations and in-house testing of the returned product revealed no issues related to the customer reported event.

Event description:
It was reported that the system had a error code 32100 on the acp1. There was no reproted injury.